Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On may 12, 2017 litigation received. Litigation alleges pain, discomfort, inflammation, and elevated metal ions caused by friction and wear between head and liner.

Manufacturer narrative:
(B)(4). Added: (part/lot/exp. Date), (patient).

Event description:
Update 24 jul 2017: medical records received. In addition to what was previously alleged, pfs alleges pseudotumor, metallosis, limited mobility, and difficulty walking. After review of medical records for MDR reportability, it was reported that the patient was revised to address soreness, swelling, and pseudotumor around her left hip. Revision notes reported turbid brown fluid and a massive area of pseudotumor. Clinic notes reported 90 lb weight loss, CT and MRI confirmed a mass in her left hip, blood tests confirmed metallosis. There were no laboratory reports provided for the alleged elevated metal ions. Updated the part/lot information. This complaint was updated on: 09 aug 2017.